Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded by hospital as a biohazard. . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00784803201/ modular neck g2 12/14 neck taper / lot # 61576382. Item # 00875705801/ shell with cluster holes/lot # 61499725. Item # 00875201336/ liner elevated rim/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01681.

Event description:
It was reported that patient underwent initial left total hip arthroplasty approximately 11 years ago. Subsequently, the patient was revised due to pain and suspected metallosis. The surgeon removed kinectiv head and neck and found very little signs of wear. As a result, the surgeon decided to remove the acetabular cup for possible loosening. Cup seemed well fixed. Attempts have been made and additional information on the reported event is unavailable at this time.